Manufacturer narrative:
A supplemental report is being submitted for device analysis. Additional products: d4: serial or lot#: (B)(6), h3: yes, h6: FDA method code(s): b15, b17, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14, d4: serial or lot#: (B)(6), h3: yes, h6: FDA method code(s): b15, b17, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14, d4: serial or lot#: (B)(6), h3: yes, h6: FDA method code(s): b15, b17, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14. Product event summary: four (4) batteries (B)(6) were not returned for evaluation. Review of the available autologs report did not reveal any anomalies involving the batteries within the analyzed period. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed, but not limited, to internal battery communication errors, a faulty integrated circuits, improper welds, and/or a soldering defects. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the device evaluation and investigation completion. Section d9: device available for evaluation was updated from "no" to "yes" product event summary: four (4) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the available autologs report did not reveal any anomalies involving the batteries within the analyzed period. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing; the batteries were able to adequately connect and provide power to a test controller with no anomalies observed. As a result, the reported event could not be confirmed. Additional products: d4: serial or lot#: (B)(6), d9: yes, return date: 28-feb-2022, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, d4: serial or lot#: (B)(6), d9: yes, return date: 28-feb-2022, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, d4: serial or lot#: (B)(6), d9: yes, return date: 28-feb-2022, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not recognized by the controller. The patient was very nervous and anxious about the safety and using the batteries. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been requested regarding csv log files, but it was not available at the time of this report. If additional information is received, the event will be updated, and a supplemental report will be sent. Additional products: brand name: (B)(6). Model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2019/ serial #:(B)(4), UDI #: (B)(4). Concomitant medical produts: no. Mfg date: 04-oct-2018. Labeled for single use: no. Patient ime code(s): (B)(4). FDA device code(s): (B)(4). Brand name: (B)(6). Model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2019/ serial #: (B)(4), UDI #: (B)(4). Concomitant medical produts: no. Mfg date: 04-oct-2018. Labeled for single use: no. Patient ime code(s): (B)(4). FDA device code(s): (B)(4). Brand name: (B)(6). Model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2019/ serial #: (B)(4), UDI #: (B)(4). Concomitant medical produts: no. Mfg date: 03-oct-2018. Labeled for single use: no. Patient ime code(s): (B)(4). FDA device code(s): (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.